Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was accurate on the skin, but after draping was complete, they were inaccurate about 3mm. The procedure was completed without the use of navigation. There was less than an hour delay due to this error. No impact on the patient¿s outcome was reported.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.